Event description:
The manufacturer was contacted by customer alleging that the signal for bed exiting detection was not being received through the nurse call system. No patient involvement or incident associated with the issue.